Event description:
Customer reported she had experienced unexplained high blood glucose for two days. Customer treated with bolus but could not decrease her levels; she had to treat with manual injection. Customer completed the high pressure test by herself and stated that the insulin pump did not alarm no delivery alarm. Blood glucose value was 450 mg/dl. High pressure test performed and it passed. No further troubleshoot done as the customer stated she needed to change her infusion set. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.